Event description:
It was observed during the device inspection, that the video system center exhibited that the latch on the video connector was worn out causing loss of image when the scope end connector was wiggling, and the scope connector did not hold properly. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. Based on the results of the investigation, olympus presume that the cause is failure of the lock lever of the video connector. The inspection method for the suggested event was described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.